Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device alerted for a failed transmission and for magnet. It was also reported alarms were heard at the same time in the mornings that persisted for ten minutes. Settings were programmed off. The monitor and device remain in use and no patient complications have been reported as a result of this event.